Manufacturer narrative:
Medtronic was notified of this event on (B)(6) 2013 initial. Medtronic was notified of this event on (B)(6) 2013.

Event description:
It was reported that during testing a 3.0 mainframe interface was not responding. There was no patient involvement.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The cable was shorted and the main board pins on stim 1 were damaged. The cable clips were also loose due to the wave washers being worn. Based on the evaluation, the most likely cause of this event was the fault in the patient interface cable.